Manufacturer narrative:
H6: corrected the following: health effect - clinical code, component code, type of investigation, investigation findings, investigation conclusions. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided.

Event description:
It was reported via legal documentation that a patient had a right knee surgical revision on (B)(6) 2020, and then approximately 1 years and 10 months on (B)(6) 2022 experienced second surgical procedure for open lysis of adhesions with liner exchange. No images were provided. There is no device information provided. There is no other information available.

Manufacturer narrative:
These devices are used for treatments, not diagnosis. Pending investigation. There is no other information available.

Manufacturer narrative:
Upon receipt of additional information pertaining to this event, it was determined that the event involved non-exactech devices. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.